Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the device tripped elective replacement indicator (eri) just days after the software was updated. Data revealed that the cause of eri was due to high battery impedance. The device will be explanted and replaced. No patient complications have been reported as a result of this event.